Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the device was unable to prime unit during testing, due to faulty gold force sensor resistor. Excessive no delivery test and occlusion test could not be performed, due to prime anomaly. The device was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose of 486 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal and insulin exited the tubing during priming. No leaks were detected. Other possible causes for high blood glucose were discussed. Customer was advised the device would be replaced and agreed to return the product for analysis.